Manufacturer narrative:
Internal report reference number: (B)(4) meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 10-dec-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer called concerned with test results from results obtained of 171, 159 and 148 mg/dl. The customer stated his expected blood glucose test result ranges are 80 mg/dl fasting am and 130 mg/dl fasting pm. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/30/2027 and per the customer the open vial date is 3 weeks ago. The meter memory was reviewed for previous test result history: result 1: 171mg/dl , date: (B)(6) 2025, time: 1:38pm fasting pm , result 2: 159mg/dl, date: (B)(6) 2025, time: 1:35pm fasting pm, result 3: 128mg/dl, date: (B)(6) 2025, time: 9:46am fasting am, result 4: 122mg/dl , date: (B)(6) 2025 , time: 9:45am fasting am, result 5: 148 mg/dl, date: (B)(6) 2025, time: 9:58am fasting am.